Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Associated MDR's: 1018233-2012-02017 and 1018233-2012-02016.